Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and pump vibrating periodically. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press power button in different ways and to connect pump to a working power source, but pump display still did not turn on, so customer planned to use multiple daily injections as backup insulin therapy and was provided an out-of-warranty loaner pump.